Manufacturer narrative:
(B)(4). Additional information: was the procedure really converted to open or did the surgeon enlarge the "pfannenstiel" - incision? No pfannenstiel incision; really converted to open. The user pulled the firing twice, meaning after having the instrument fired, he pulled the trigger again and the knife cut the anastomosis. The surgery was finished converted to open with a new instrument. The surgeon does not understand that pulling the firing trigger twice led to the incomplete anastomosis. The surgeon was not aware that it is not possible to fire the cdh twice. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigma procedure, the surgeon pulled through the trigger a second time; anastomosis got incomplete. No further information is available. There were no adverse consequences for the patient.